Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00011 on 01/28/2016 for a (B)(6) advia centaur xp hbsag ii patient result. On 01/08/2016: corrected data: UDI # is not n/a as initially reported. The (B)(4).

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00011 on 01/28/2016 for a (B)(6) advia centaur xp hbsag ii patient result, MDR 1219913-2016-00011 supplemental report 1 on 02/06/16 for the UDI number, and MDR 1219913-2016-00011 supplemental report 2 on 04/14/2016 concluding the investigation. On 06/24/2016 correction: there was a advia centaur xp hbsagii reagent lot number typographical error. The reagent lot number 119066 that was initially reported was incorrect. The correct reagent lot number was 109066. The UDI number previously recorded was correct. No further investigation is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse observed crystallized wash 1 material near the wash manifold of aspirate probe #4 and also under the wash block. The cse checked the luminometer dark counts, aspirate probes and associated valves, dilutors, tubing, and manifolds. The cause for the initially (B)(6) advia centaur xp (B)(6) ii result is unknown. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) ii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.

Event description:
A non-reproducible (B)(6) advia centaur xp hbsag ii result was obtained by the customer on a patient sample and considered discordant compared to (B)(6) alternate (B)(6) test method results. The customer's laboratory policy is to confirm all (B)(6) results with an alternate (B)(6) test method. The same sample was retested on the advia centaur xp and the (B)(6) ii result was (B)(6). The initially discordant (B)(6) ii result was not reported to the physician. There was no known report of patient treatment being altered or adverse health consequences due to the initially discordant advia centaur xp hbsag ii assay result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00011 on 01/28/2016 for a non-reproducible false reactive advia centaur xp (B)(6) patient result and MDR 1219913-2016-00011 supplemental report 1 on 02/06/16 for the UDI number. On 03/22/2016: additional information: the cause for the non-reproducible (B)(6) advia centaur xp (B)(6) patient result is unknown. As stated in the initial MDR report, a siemens customer service engineer (cse) had observed crystallized wash 1 material near the wash manifold of aspirate probe #4 and also under the wash block; however there were no other discordant patient results observed. Pre-analytical variables or the crystallized wash 1 material observed by the cse may have been a contributing factor. The patient sample is not available for further investigation by siemens. No conclusion can be drawn. The instrument is performing within specifications. No further investigation is required.